Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not latched error when- cassette was latched. There was no patient involvement.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. It was found that the downstream occlusion seal was degraded, and the sensor flex circuit was not functioning. The device failed the air detector test due to the sensor flex circuit. Replaced the downstream occlusion seal.